Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient with a bone marrow aspirate concentrate bone graft implant was treated for nonunion of the humerus with a locking compression plate (lcp) and unknown screws on an unknown date. The patient then began experiencing pain and eventually, the screw heads broke off in the distal portion of the lcp. The patient was then revised on an unknown date to a proximal humerus plate after the humerus was shortened a little to ensure good bone contact and 10cc of vivigen was implanted. It was unknown if there was a surgical delay. Patient and procedure outcomes were unknown. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly the procedure was completed successfully and the patient status was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was no surgical delay.